Event description:
The customer reported three (3) false positive results with either the ID now covid-19 or ID now covid-19 2.0 assay performed on various dates using three lots. This MFR. Report addresses test two (2) of three (3) and lot m214750 ((B)(4)). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal sample on a direct tested kit swab. Repeat testing was not performed. Confirmation testing was not performed. The customer stated there was a delay in treatment as the patient was transferred to another hospital, however, there was no harm to the patient due to the test results.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m214750 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m214750 and test base part number 192-430 / lot m214750. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m214750 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference.

Event description:
The customer reported three (3) false positive results with either the ID now covid-19 or ID now covid-19 2.0 assay performed on various dates using three lots. This MFR. Report addresses test two (2) of three (3) and lot m214750 (total quantity: 1). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6)2022 using a nasopharyngeal sample on a direct tested kit swab. Repeat testing was not performed. Confirmation testing was not performed. The customer stated there was a delay in treatment as the patient was transferred to another hospital, however, there was no harm to the patient due to the test results.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use; device discarded.